Manufacturer narrative:
The insulin pump was received with a button error alarm due to corroded keypad traces. No moisture damage was found inside the pump. The pump was also received with a cracked case at the display window corner and broken battery tube threads. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that the insulin pump had been submerged in water. The pump screen is now cloudy and has a button error alarm. Customer has let the pump dry out for a few days but it is still not working. Customer was advised that the pump will be replaced.